Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction and a stent thrombosis. The target lesion was located in the mid left anterior descending (lad) artery with 90 % stenosis and was 10mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.5 mm x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged with aspirin and prasugrel. In (B)(6) 2012, the patient was admitted to the hospital with acute chest pain. The patient's cardiac enzymes were found to be elevated and the patient experienced a myocardial infarction. Peak troponin=86.25 ng/ml, uln=0.1 ng/ml. ECG revealed q-wave, st segment elevation with acute anterior wall myocardial infarction and the patient experienced ischemic symptoms. The 100% stenosis located in the proximal lad, was treated with balloon angioplasty and placement of 3.0mm x 18mm non-bsc stent with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).